Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 37 mg/dl. It was stated that the customer got a low reservoir alarm in the middle of the night. The customer primed a new reservoir, but he did not disconnect the infusion set before priming. The customer received about 16 units due to being connected during the manual prime. Nothing further was reported.